Event description:
It was reported that the device was used during an unk procedure. The device jammed during use. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Cam. Evaluation summary: the analysis results from the el5ml device found that it was returned with the cam broken, the trigger partially closed and the jaws close. The device was cycled, and ejected the remaining clip, due to the cam condition. Additionally the instrument locked out as intended, but the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further information is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.